Event description:
Two artelon implants implanted in the left hand to replace the cmc joint. Both implants failed. The first time the screw "backed out" and the artelon moved out of position. The second surgery the artelon device was sutured into place. Recommended traditional arthroplasty.